Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A routine hemodialysis treatment was temporarily stopped any the patient was disconnected. The patient's blood was recirculated in the cartridge during their absence. Venous air alarm occurred with air visible in the circuit. Rinseback not performed due to air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to the amount of air in the circuit. The user's guide provides adequate instructions for temporary disconnection. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.